Event description:
It was also reported that the pt experienced syncope 2 days prior to hospital visit. It was also reported that the device had high impedance values and no capture noted at follow-up. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.